Event description:
Information as it was reported to ams indicates that a loud pop was heard and then the screen went blank. The fan was still running and the laser appeared to be running as well. The laser was turned off and then on again with no success. The case was aborted and procedure will be continued with an alternate method. Patient outcome ¿patient so far uninjured¿ reported.

Manufacturer narrative:
System analysis/service repair on (B)(4) 2015: the reported ¿loud pop, screen went blank¿, issue was confirmed. The system was plugged in and breaker was turned on; no fan was noted but click sound was noticed. The voltage select board was replaced and system was turned on, although chiller had started but no power supply was observed. The lvps was replaced and power settings were verified. The system was tested and verified to meet manufacturer¿s specifications. The voltage select board and lvps that were replaced were not returned to the manufacturer.